Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pulse generator (pg) experienced a skin adherence to the device while it was implanted. The pg was explanted. No other adverse patient effects were reported.